Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot#: n784732, implanted: (B)(6) 2019, product type: adapter. Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot#: v096930, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot#: v095358, implanted: (B)(6) 2008, product type: lead. Product ID: 64002, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4). Product ID: 7482a51, serial/lot #: (B)(4), ubd: 28-may-2012, UDI#: (B)(4). Product ID: 7482a51, serial/lot #: (B)(4), ubd: 28-may-2012, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-jan-2011, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital for a non-dbs related cardiac event and prior to turning off deep brain stimulation (dbs) for an electroencephalogram (eeg) impedances were checked and it was discovered that there were low impedances on two contacts. No actions/interventions had been taken to resolve the issue at the time of reporting and the issue was not resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 64002, lot# n784732, implanted: (B)(6) 2019. Product type adapter, product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type extension, product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type extension, product ID 3387s-40, lot# v096930, implanted: (B)(6) 2008. Product type lead, product ID 3387s-40, lot#v095358, implanted: (B)(6) 2008. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the cause of the low impedances were unknown. No actions/interventions were taken to resolve the issue and it was unknown if the issue resolved. Nothing was planned as the patient was still unconscious and in critical condition since the cardiac event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the rep had arrived at the hospital where the patient was being treated to find that the patient had passed away on (B)(6) 2020 due to their non-dbs related cardiac issues. It was stated the dbs products would not be returned for analysis. Patient death unrelated to device/therapy.